Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock the gray rubber covering is not retracting over the needle, thus causing this to leak. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer blood is leaking inside holder while tube is being collected."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock the gray rubber covering is not retracting over the needle, thus causing this to leak. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer blood is leaking inside holder while tube is being collected."